Event description:
According to the contact on (B)(6) 2022, the user, while sleeping, sustained severe and permanent injuries and damages. His foot was caused to break through the footboard of the medical electric bed.

Manufacturer narrative:
According to the contact on (B)(6) 2022, the user, while sleeping, sustained severe and permanent injuries and damages. His foot was caused to break through the footboard of the medical electric bed. The bed was not properly fitted, was too small for height and/or size. The contact stated "the medical electric bed was also unreasonably dangerous and/or defective because it presented amputations, disfigurement, maiming, slice injury, and/or serious injury hazard to the end user individual, especially to those not trained to use or properly fit a medical electric bed, he sustained multiple severe injuries, both internal and external, to and about his body, and extremities and/or the aggravation of pre-existing conditions thereto, if any, with injury to his bones, joints, nerves and nervous system, including, but not limited to: osteomyelitis of the toes of right foot, cellulitis of the toes on the right foot, status-post amputation of the toes of the right foot, skin ulcers and wounds on the toes of the right foot, abrasions, lacerations, and contusions to his toes and right foot, exacerbation and/or acceleration of cellulitis in the right foot, internal injuries of an unknown nature, severe aches, pains, mental anguish, severe shock to his entire nervous system, exacerbation of all known and unknown pre- existing medical conditions, if any, and other injuries which the user yet suffers and may continue to suffer for an indefinite time into the future that impairs his ability to perform his daily life activities, the full extent of which is not yet known". The user "has suffered severe pain, mental anguish, humiliation, and embarrassment and will continue to suffer same for an indefinite period of time in the future". The contact stated "the user has and will probably in the future, be obliged to receive and undergo medical attention, which was or will be reasonable and necessary arising from the aforesaid accident". It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.